Manufacturer narrative:
It was reported that the pair of custom inserts from (B)(6) 2024 caused a wound that equired medical treatment. The custom insole was not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a supplemental report if more informartion becomes available.

Event description:
It was reported that the pair of custom inserts from (B)(6) 2024 caused a wound that equired medical treatment.